Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt said that her pump was interrogated at the hcp's office and a "motor failure" message appeared. The pump logs were checked and the logs showed a motor stall had occurred in 2007. A motor stall recovery had also occurred on the same day. The length of time for the stall was not reported. The pt denied having magnetic resonance imaging, but had experienced increased pain. The hcp reported that the pump was used to deliver morphine. No pt treatment or intervention was required or performed. No device troubleshooting was required or performed. The pt recovered without sequela.